Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left bundle branch area pacing (lbbap) lead exhibited high pacing impedance. The lbbap lead was not used and replaced during the procedure. The patient remained in stable condition.